Event description:
The customer reported that the system intermittently was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. As a precaution some of the boards were reseated. The system was tested and found to be working as intended and returned to service.